Event description:
An attempt was made to perform a device evaluation of pt electrocardiogram. Reportedly, the device continuously prompted motion detection and analysis could not be completed as a result.